Manufacturer narrative:
"On 2/26/2025 - we were notified of a patient who retained 2 capsules. Both capsules have been "recovered" and the customer is working on sending to our download center for upload. Frm-0089c - capsule incident questionnaire was sent to obtain further information. On 3/4/2025 - both capsules arrived to the download center and were successfully uploaded into capsocloud. On 3/25/2025 - the frm-0089 was not received however we were informed via email that the patient seemed to have not retrieved the first capsule, therefore, the physician ordered a kub which showed no signs of the retained capsules. Then, another capsule was given to the patient. The second capsule was also assumed as not retrieved as the patient had a negative kub. However, the patient was experiencing severe anemia and was admitted to (B)(6) hospital. While under the care of the hospital, they performed a diagnostic colonoscopy to investigate the bleeding. This is when the doctor discovered that there were two capsules sitting in the cecum and removed them immediately. The patient is doing well and had no side effects or abnormal symptoms from the retained capsules. If the completed form frm-0089 is received with any new information, the complaint will be re-opened and actions will be taken as deemed necessary."

Event description:
On 2/26/2025 - we were notified of a patient who retained 2 capsules. Both capsules have been "recovered" and the customer is working on sending to our download center for upload. Frm-0089c - capsule incident questionnaire was sent to obtain further information. On 3/4/2025 - both capsules arrived to the download center and were successfully uploaded into capsocloud. On 3/25/2025 - the frm-0089 was not received however we were informed via email that the patient seemed to have not retrieved the first capsule, therefore, the physician ordered a kub which showed no signs of the retained capsules. Then, another capsule was given to the patient. The second capsule was also assumed as not retrieved as the patient had a negative kub. However, the patient was experiencing severe anemia and was admitted to (B)(6) hospital. While under the care of the hospital, they performed a diagnostic colonoscopy to investigate the bleeding. This is when the doctor discovered that there were two capsules sitting in the cecum and removed them immediately. The patient is doing well and had no side effects or abnormal symptoms from the retained capsules. If the completed form frm-0089 is received with any new information, the complaint will be re-opened and actions will be taken as deemed necessary.